Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset blood line leaked from a slit in the blood pump segment three hours into a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset blood line leaked from a slit in the blood pump segment three hours into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. There were no loose connections, or issues during priming. There were no changes or disruptions in pressure of blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to complete treatment. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset blood line leaked from a slit in the blood pump segment three hours into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. There were no loose connections, or issues during priming. There were no changes or disruptions in pressure of blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to complete treatment. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.